Manufacturer narrative:
"Additional information: d9, h3, h6, h11, h11: the device was received for evaluation. During functional testing, 'the numbers 4 and 5 on the keypad do not work as well as a few other keys' was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be key #4 had to be pressed multiple times before it responded and the second from left softkey required additional force when pressed to respond. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted."

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's keypad numbers "4" and" 5" and few other keys did not work found during testing in the biomedical service department. There was no patient involvement. No additional information is available.